Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was removed, discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the patient experienced sore skin due to fluid secretion at the peg/pej insertion site and a granuloma. On (B)(6) 2019, a culture revealed positive for candida albicans and enterococcus faecalis. From (B)(6) 2019 to (B)(6) 2019, the patient was treated with of oral nystatin tablet, twice daily for the fungal infection. From (B)(6) 2019, the patient was treated with 1000mg of oral aktil (amoxicillin, clavulanic) tablet, twice daily for inflammation. On (B)(6) 2019, another culture revealed staphylococcus aureus, candida species. From (B)(6) 2019, the patient was treated with oral levofloxacin tablet once daily for inflammation. On an unknown date, the cultures positive for candida albicans and enterococcus faecalis resolved.